Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was difficult to pass the femoral vein and the septum. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it has been retained by customer.